Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic donor nephrectomy, the stapler was fired on the ureter with out incident then the stapler was reloaded with the and fired on the renal artery. When the stapler was opened, severe bleeding of more than 500 cc was observed as well as a staple line interruption and no complete staples observed on the staple formation. The laparoscopic procedure was converted to an open; the kidney was removed for transplantation and the renal artery tissue was hand sewn and trimmed to stop the bleeding. Blood transfusion was required, surgical time and incision was extended and an x-ray was also done to determine if any components were left behind.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.